Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 1¿ powerloc safety infusion set. Light usage residues were observed throughout the sample and the safety mechanism was engaged. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the distal adhesive application well. Microscopic inspection of the housing revealed no adhesive at the distal application well. The needle swiveled easily back and forth within the housing during manual manipulation. The needle was removed from the housing with little effort. Following removal of the needle, inspection of the shaft revealed gaps in the adhesive coverage. The leakage and needle insecurity appeared to be caused by incomplete/uneven adhesive application during the manufacturing process. The supplier has been notified of this event. A lot history review (lhr) of asdtf062 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when flushing, fluid leaked out of where needle and tubing connect. When aspirating, tiny bubbles appeared in syringe. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asdtf062 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when flushing, fluid leaked out of where needle and tubing connect. When aspirating, tiny bubbles appeared in syringe. No other information was provided.